Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of below 40 mg/dl. The customer did experience symptoms such as shaking, mental confusion as a result of low blood glucose. The customer was treated by intravenous insulin drip and food. Troubleshooting was done for low blood glucose and over delivery. Customer states insulin pump was in use within 48 hours of incident and auto mode feature was not active at the time of event. The customer report did allege over delivery on insulin pump. No further complications were reported. The customer will discontinue to use the device. Frn-332a-rsvr, unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to clinical code has been updated and provided in h6 section of this report.

Event description:
It was reported that on (B)(6) 2022, customer¿s son called medtronic, on behalf of customer, to report low blood glucoses that began on (B)(6) 2022 at 06:00 with the following symptoms: shaking, mental confusion, belligerence, of which they were treating with food. They are alleging that the pump is the cause of two recent hospitalizations for low blood glucose, most recently on (B)(6) 2022 at 09:00 via emergency medical services with a blood glucose of less than 40 mg/dl that was treated with intravenous infusion and food, glucose, carbohydrate intake. What led up to the low blood glucose event was having been diagnosed with covid-19a. They report that pump was used at the time of the low blood glucose event, but auto mode was not active. Customer alleged over delivery. Pump was replaced and returned to medtronic and received on august 8, 2022 for analysis under case: (B)(4) after the customer¿s previous hospitalization, also for low blood glucose, on (B)(6) 2022. Refer to case: (B)(4) for the medical review completed using the failure analysis results from case: (B)(4).